Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Additionally, bipolar threshold measurements had increased. Unipolar threshold measurements were stable, sensing was appropriate and isometrics did not illicit any noise. A x-ray did not reveal any physical damage to the lead or a perforation. The device was reprogrammed to bipolar sensing and unipolar pacing. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in right atrial tip seal plug. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a revision procedure was performed and the system was explanted and replaced. It was suspected that there was insulation damage to the right ventricular lead; however, it could not be confirmed. No additional adverse patient effects were reported.